Manufacturer narrative:
Device evaluation: visual analysis of a broken device, has red particles on the surface, red and white biological tissue, labeled on the right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Phone number extension: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture ultrasound confirmed," "pain," and textured to smooth device replacement on right side. The device was explanted.